Manufacturer narrative:
Investigation/conclusion: the customer did not provide a laboratory comparative for the reported inratio values. It is not possible to verify if a discrepancy exists without this information. Only the monitor associated with the complaint was returned for investigation; no test strips were provided. The returned monitor passed functional and thermistor testing requirements. The reported inratio results were identified in the monitor memory, however the 5.4 result was located on (B)(6) 2015 and not on the reported date of (B)(6) 2015. The impedance curves for the reported inratio inr results could not be analyzed because the values were not within the last 4 data points in monitor memory. The monitor only retains impedance curve data for up to the last 4 results in the memory. Retained strips from the complaint lot were no longer available to complete testing of the returned monitor, therefore a substitute lot was used for investigation. The customer's complaint was not replicated. Retained strips tested on the returned monitor met accuracy criteria. The system performed as expected. A review of the entire testing history for lot 364994a was performed. In-house testing on strip lot 364994a met release criteria. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer is under 18 years of age. Testing has been limited to subjects age 18 and older. The customer's off-label use may have contributed to the unexpected inratio inr results. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged unexpected high inratio inr results on (B)(6) 2015 and (B)(6) 2015. Results are as follows: (B)(6). Therapeutic range: 2.5 - 3.5. The time between testing was two (2) minutes on (B)(6) 2015. There was no laboratory comparison performed. Reportedly, the patient is three (3) years old which is considered off label use. The mother reported that the patient had a "stomach bug" at the time of the unexpected results. There was no reported adverse patient sequela. There was no additional information provided.